Event description:
The pt has had an open abdomen for 3 months. The abdomen was infected, positive for kleibsiella. On (B)(6) 2011, the abdomen was thoroughly irrigated, xcm biologic mesh was implanted to bridge a large gap, the abdomen was left open and a wound vac was placed. Approx 24 to 36 hours later, the surgeon noticed visible bowel underneath the wound vac dressing. Xcm biologic mesh appeared partially degraded. The surgeon subsequently removed the remaining xcm tissue and implanted another mesh (possible human tissue) and the abdomen was left open. Subsequently, the pt had split thickness skin grafting.

Manufacturer narrative:
Method: the device was returned to the MFR more than one week before the complaint was submitted. The device was received in a decomposed state, making physical eval impossible. Photographs taken by the surgeon on the date of explant were reviewed.